Event description:
It was reported that during procedure, a plastic fragment was observed at the tip part of the delivery device. Since it could be used without any problem, it was used as it is. The case was completed without patient complications.